Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he has three olympus hd autoclavable camera heads that each presented a b30 scope communication error during therapeutic arthroscopy procedures. According to the initial reporter, all procedures were completed using a similar device. There was no patient harm or consequence reported as a result of this event. This report is 2 of 3. The 2 remaining events are capture under reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: a1. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon b30 error was not confirmed, and a root cause could not be identified. When connected to the otv-s190 processor, the camera passed all tests in accordance with the OEM technical manual. The camera was left on the soak test and the error b30 did not occur. The camera required a defective pixel correction, which was completed successfully. After speaking with the customer, the camera heads are not the issue, it appears that the fault is actually with the cv-190 and otv-s190. It was recommended that the camera is passed to the workshop for replacement of rusted coupler, replacement of damaged o-seals, full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspection findings were as follows: the seals at the e-coupler stopper were leaking. The coupler was rusted and seized, and the o-seal was loose. Olympus will continue to monitor field performance for this device.